Event description:
It was reported during the scs trial procedure, the physician observed clear fluid coming out of the needle. The physician decided to abort the procedure due to the suspected dural puncture. The lead was discarded. The pt did not experience any symptoms.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.